Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 4am. About 20 minutes prior to the start of the alleged issue, the patient claimed she felt symptoms of shaky and sweaty. The patient manages her diabetes with metformin pills and levemir flex pen insulin. It is not known if the patient associated her symptoms with high or low blood glucose; however, the patient reportedly increased her usual dose of insulin (68 units) and metformin pills (1 extra pill). That same day, emergency medical services (ems) was reportedly contacted and took the patient to the hospital. The patient was administered intravenous (IV) glucose as treatment. Results obtained with the ems meter were not provided. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca educated the patient on meter behavior and the automatic shutoff feature to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly may have inappropriately increased her usual dose of medications resulting in ems intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.